Event description:
The info provided to sjm indicated a 23mm trifecta valve was selected for an aortic valve replacement (avr) procedure. In (B)(6) 2012, the pt presented with cardiac insufficiency and medication was prescribed. Nearly two years after implant, an echocardiogram revealed aortic regurgitation and the pt underwent an avr and a coronary artery bypass grafting procedure. One cusp appeared to have a tear near the base along the stent and was only attached to a stent post. A smaller 21mm epic valve (model: esp100-21, s/n: (B)(4) was implanted.